Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 2 years, 8 months. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with low flow alarms, volume overload and acute decompensated heart failure. The manufacturer's technical service representative reviewed the submitted log file and confirmed multiple low flow events between (B)(6) 2018 at 14:48:58 and (B)(6) 2018 at 0:22:46. The periodic log showed flow trending downward despite an increase in the set speed. On (B)(6) 2018, the patient was taken to the operating room (or) for exploration due to the persistent low flows and was diagnosed with an outflow graft twist. The patient entered the or with pump flow of 1.8 lpm, pump speed of 6000 rpm, pulsatality index (pi) of 2.9 and pump power of 3.9 w. A 8cm subxyphoid incision was performed and dissection to partially expose a segment of the outflow graft (ofg) bend relief. Adhesion and scar tissue was removed along with a few of the outer ribs on the ofg bend relief. A 1cm longitudinal incision was made to the ofg bend relief that was extended proximally to the pump via sucker/instrument dissection. At this time a ofg twist was seen. The ofg twist migrated distally to allow for full visualization and centering in the incisional window. The subxyphoid incision was extended cranially, exposing a 5cm segment of the sternum that was opened via reseprocating saw. Heparin was administered raising the patient¿s activated clotting time (act) to 288 seconds. The ofg was clamped distal and proximal to the twist. The pump was stopped. A circumferential incision was made to the graft allowing for the separation of the graft and removal of the twist. The pump was then restarted allowing for the ofg to be unclamped and flushed. The ofg was re-clamped and the pump was stopped. The distal portion of the ofg (attached to the aorta) was unclamped which yielded no back bleeding from the aorta. After repositioning of the vascular clamp on the ofg, there was a slight amount of back bleeding, but not what the surgeons felt was appropriate. A 8fr fogarty embolectomy catheter was opened to the field and inserted in the ofg distally to the aorta and no resistance was felt. The fogarty embolectomy catheter was inflated and withdrawn from the graft with a 2.5cm long clot on the catheter. The ofg was allowed to back bleed slightly and the fogarty was re-inserted, inflated and withdrawn. The ofg was subsequently clamped and an end to end anastomosis utilizing 5-0 prolene(rb-1) was preformed. Prior to tying the prolene, both the proximal and distal ofg clamps were burped to fill the ofg fully. The pump was tuned back on to 5400 rpm, at which time the proximal and distal clamps on the ofg were removed. The pump parameters were 4.4 lpm (flow), 5400 rpm (speed), pi 5.3 and pump power 4.0 w. The retractors were removed and the incision was closed in the usual manner. After the twist was released, flows returned to normal and the patient recovered nicely. The patient was discharged home on an unspecified date and was doing well. No further information was provided.

Manufacturer narrative:
Although review of the submitted log files confirmed constant low flow alarms, the reported outflow graft twist could not be confirmed as no product was returned for evaluation and no images were submitted for review. The system controller event log file contained data from (B)(6) 2018 through (B)(6) 2018. The log file captured motor power, calculated flow, and calculated pi ranging from 3.646 to 3.89 watts, 1.9 to 2.2 lpm, and 2.6 to 3.5, respectively. The log file captured constant low flow alarms throughout the log file when the estimated flow dropped below a threshold of 2.5 lpm. Despite the low flow events, the pump speed remained above the low-speed limit for the duration of the log file. Additional information was provided on stating a CT of the chest confirmed the twist. The patient returned to the or for exploration of persistent low flows. The outflow graft was confirmed via the exploration. The ofg graft twist was released, and the pump was disconnected and flushed. The patient had normal flows and was recovering nicely. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. Corrective action has been taken to further investigate sealed outflow graft kinks/twists. The hm3 lvas instructions for use instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.